Event description:
The manufacturer's representative reported the patient's pump was explanted and replaced after 82 months implant duration due to low battery alarm sounding. No injury occurred and the patient recovered without sequela. The drug contained in the patient's pump was morphine (10 mg/ml) delivered at 0.5 mg/day.

Manufacturer narrative:
Final device analysis revealed a motor coil anomaly.